Event description:
It was reported that on (B)(6) 2012, the patient presented to the hospital with an acute myocardial infarction and an unspecified stent was implanted in the right coronary artery. On (B)(6) 2012, the patient underwent an additional stenting procedure. A 2.75 x 28 mm xience v stent was advanced and the stent implanted in the circumflex (cx) artery. Due to the size of the lesion, the stent was short and did not fully cover the target lesion; therefore, a 3.0 x 12 mm xience v rx stent was implanted more proximally in the circumflex (cx) artery and fully covering the target lesion. Two days later, the patient experienced chest pain and intravascular ultrasound (ivus) revealed a thrombus in the 3.0 x 12 mm xience stent implanted in the cx. A thrombus extraction catheter was advanced and the thrombus was removed. Ivus was performed again and the 3.0 x 12 mm xience stent was noted to be poorly apposed to the vessel wall. A dilatation catheter was advanced and the balloon expanded to further expand the previously placed stent. Ivus revealed that the stent was then fully apposed to the vessel wall and the procedure was complete. No additional information has been provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse effects. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.